Manufacturer narrative:
Tech eval: the units had never been used; the sterile barrier was intact and the outer box was not returned. Physical damage could be seen on the material exposed beyond the protective packaging tube. The first unit has a flat section 3cm long 1cm from the distal tip and the second unit had a series of kinks at 3cm, 3.5cm, and 4cm from the distal tip. Conclusion: the incident form indicated that there was no damage to the outer box but this could not be confirmed. The damage was noticed upon removal from the packaging which could indicate that the incident may have occurred during the packaging process at penumbra. The DHR of this mfg lot has been reviewed and a copy is attached. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1626-04 neuron delivery catheter 070 (95 x 6 cm) shaped tip, lot number l13980. The DHR review of final assembly (lot# l13980) indicated that 100% inspection of the devices resulted in 11 visual rejects post coating. All destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The lot was associated with ncr 0682 for a 3 hour power outage that occurred during production, the lot was tested for bioburden and there was no impact on the product. A review of the coil sub-assembly lots used to MFR lot l13980 show no anomalies with the mfg process; however, some units have been rejected during visual inspection (l13886 (4 rejects); l13887 (3 rejects); l13888 (3 rejects); the 3 lots passed all the required visual inspection and dimensional measurements. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.

Event description:
Upon removing the neuron catheter from the pouch a kink was noticed in the distal tip. A second unit from the same mfg lot was removed from inventory and also found to be kinked in a similar location as the first. There was no visible damage to the outer packaging.